Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/03/2024, it was reported by a sales representative via (B)(4) that a 5033-100 capturing rod assembly was cold-welded with the screw. This occurred during a revision troch nail procedure when the surgeon removed our troch nail and implanted a synthes nail when the galileo capturing rod cold welded to the screw upon removal.

Event description:
On 9/10/2024 additional information was received by a sales representative via email who stated that the procedure performed was a subtrochanteric hip fracture. The lag screw broke in the patient's femoral head. The date of the initial procedure was (B)(6) 2024. A picture attached shows all the parts used in the initial procedure. An arthrex rep was present. A standard 10.3 drill in the torch nail set was used to prepare the bone socket for insertion. All fragments were retrieved from the patient. To complete the procedure, a standard removal instrumentation for the lateral body of the lag screw. The surgeon used a conical extractor from the aos 7.0 screw set and removed the purple broken screw threads halfway and then bent a 2.0 k wire into the cannula of the screw and removed from the femoral head. It was unknown if there were delays or if additional anesthesia was needed.

Manufacturer narrative:
No allegations were identified against the 1058-395 es¿ trochanteric nail, left, 11mm x 39cm x 130º serial/batch number 211326; however, the returned device was damaged. One unpackaged 1058-395 es¿ trochanteric nail, left, 11mm x 39cm x 130º serial/batch number 211326 was received for evaluation. Visual inspection revealed scratches and geometry loss due to a bent in the hole where the lag screw is set. The observed damage is most likely caused by excessive force application or misalignment during removal. A damaged thread was also noted on the connector hole at the proximal end. This was most likely caused by user error. When two devices are intended to be threaded/mated together, ensure they are fully engaged before use.